Event description:
Medtronic received information that this transcatheter bioprosthetic valve was placed deployed lower than the targeted position, which resulted in severe paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve, in a higher position, which improved the pvl from severe to moderate. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve. However, a conclusive cause could not be determined from the information available.